Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula was observed to be stretched, the soft cannula measured to be 1.1605 inches. The stretching of the external portion of the soft cannula resulted in a puncture on the internal portion of the soft cannula. Fluid was observed to leak from this tear. The timing and cause of the observed damage could not be determined. No timeouts or drive stalls were observed. The pod data indicated that the pod operated and delivered insulin as intended during operation. It could not be determined if these damages contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached 21.4 mmol/l (385.2 mg/dl). The pod was worn on the arm between 5 and 24 hours. The patient administered correction boluses over a period of one and a half days before deciding to remove the pod. No further details regarding treatment were reported.